Manufacturer narrative:
Additional information: d9, h3 plant investigation: the bloodline was not returned for investigation. The returned rotor has loose sleeves (guide sheave) on both rear guide pins, which can be easily removed from the pin. The sleeves are deformed. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during the test. Both rear sleeves became loose and was rubbing against the rotor housing, creating a ¿clicking¿ noise throughout the test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the loose component, physical damage and noise symptoms were confirmed. The reported symptom fluid leak was not confirmed.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine's blood pump rotor tubing guide plastic sleeves are loose and falling off during treatment mode and cut through the blood pump tubing, and fluid leakage occurred as a result. The bmt stated that they replaced the blood pump rotor to resolve the reported issue. The bmt stated that the patient's blood was not rinsed back, and given the cut tubing, it is highly probable that there was a blood loss. However, the exact volume of the loss could not be specified at this time. The bmt cannot confirm if there were any alarms, adverse events or blood loss volume. The bmt stated the defective blood pump rotor part number is f40014866 and the machine hour meter reading is 19,229 hours. The rotor is the 'current' design. Machine was returned to service, and the faulty part will be sent back for evaluation via (B)(4).

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine's blood pump rotor tubing guide plastic sleeves are loose and falling off during treatment mode and cut through the blood pump tubing, and fluid leakage occurred as a result. The bmt stated that they replaced the blood pump rotor to resolve the reported issue. The bmt stated that the patient's blood was not rinsed back, and given the cut tubing, it is highly probable that there was a blood loss. However, the exact volume of the loss could not be specified at this time. The bmt cannot confirm if there were any alarms, adverse events or blood loss volume. The bmt stated the defective blood pump rotor part number is f40014866 and the machine hour meter reading is 19,229 hours. The rotor is the 'current' design. Machine was returned to service, and the faulty part will be sent back for evaluation via (B)(4).